Event description:
It was reported the patient phoned after device alarmed. The lead integrity alert was noted on observations. Variable impedances were reported. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed. There was only one set of setscrew marks on the is-1 connector pin, it is too proximal indicating the lead was not fully inserted into the device.